Manufacturer narrative:
The hill-rom tech found the communication cable had bent pins on the wall end were damaged bent in and not making contact. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the communication cable was damaged causing like the nurse call function to not work. The bed was located at the account on the 5th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).